Event description:
Home patient contacted baxter technical service in 2005, to report a 2240 alarm. The home patient disconnected the patient line of the homechoice set from the transfer set. Advised patient's nurse on how to reset alarms and remove set-up. At the time of the call, the patient was in the hospital and very confused. No patient injury or medical intervention was indicated at the time of the initial notification. No further information is available at this time.

Manufacturer narrative:
Baxter product surveillance department will attempt to ensure that proper procedures be reviewed with the home patient.